Event description:
PICC line leaking where line meets the hub.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer and upon receipt, an investigation will be conducted. FDA will be notified of the results upon completion of this investigation.